Event description:
The caller alleged discrepant inratio inr results. Results are as follows: date: 12/29/2014, inratio inr: 4.4 (lot 334580); date: 12/29/2014; inratio inr: 1.4 (lot 354357). The time between testing was five (5) minutes. Reportedly, "milking" finger, multiple finger sticks performed on the same finger and adding multiple drops of blood. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lots used were reviewed and no issues were identified with either lot# 334580 or lot# 354357. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the products associated with the complaint were not returned, a review of in-house testing from lot number 354357 and lot number 334578 was performed. Lot # 334578 was used for internal investigation purposes to evaluate performance. Lot# 334578 is identical except for the outer packaging and labeling as lot# 334580. Retain strip testing results from lot# 334578 and 354357 met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Correction to codes as follows: method code: delete code 12; add code 95